Event description:
(B)(4) received a call on 05/19/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:30am. Patient stated that the prodigy meter was giving him readings that were too high. Patient did not remember the actual reading on the prodigy meter at the time of the event but just knew that it was high. Patient was not experiencing any symptoms at the time of the event. Patient had taken his normal daily dosages of medications prior to the event. Patient's normal blood glucose reading around the time of the event is between 120-130mg/dl, patient went to a walk-in clinic. Patients's blood glucose reading upon arrival at the clinic was 120mg/dl. Patient's total stay at clinic was 30 minutes. (B)(4) sent replacement and prepaid envelop requesting return of suspect system. Manufacturer reference ID (B)(4).